Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the metal on metal articulating components. Per procedure, these devices are exempt from device history record review. However, previous review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the remaining product/lot code combinations. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised bilaterally to address pain, clicking, and elevated ion levels. Update: (B)(6) 2012 - clinical report received. Clinical report states the patient was revised for an adverse local tissue reaction (bilaterally). No new information that would change the MDR decision. Update: (B)(6) 2013- litigation paper received. It is alleged that the patient suffers from swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility. All products have been added and reported for both sides.